Manufacturer narrative:
H11 correction. As reported, the indicator window of a 6f exoseal vascular closure device (vcd) did not turn black when retracting the device. Hemostasis was ultimately achieved through manual compression.there was no reported patient injury. The intended procedure was occlusion using a 6f plug. The device and packaging showed no visible damage prior to use. The puncture site vessel diameter was confirmed to be at least 5 mm, with no nearby stents, no stenosis greater than 50%, and no prior closure or existing hematoma, fistula, or pseudoaneurysm. There were no difficulties connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked properly with an audible click, pulsatile flow was observed, and retraction was performed until bleed back slowed significantly. The physician did not place their thumb on the plug deployment button during retraction, and no red color appeared in the indicator window. Upon removal, the indicator wire loop was visible and showed no anomalies. One non-sterile exoseal vascular closure device 6f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was not locked. The plug was in manufacturing position, and the indicator wire was found fully deployed. A 6f non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis no additional anomalies were observed to be reported. A deployment simulation evaluation was performed. First the guard was successfully locked and then the indicator wire was pulled to achieve the black/black position in the indicator window, then the deployment lever was fully depressed, achieving the indicator wire retraction and plug expected deployment. Additionally, the indicator window black/white and red position was obtained as well. A high magnification evaluation was executed to evaluate the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. A review of the manufacturing documentation associated with lot 18409864 presented no issues during the manufacturing process that can be related to the reported event. The reported event of indicator window no change to indicator¿ was not observed through analysis of the returned device since the device achieved full window transition and successful deployment during the analysis. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. However, as the device was received with the cowling/guard not locked, it is likely that any issues experienced when attempting to use the device may be related to handling factors of the cowling/guard during use as the condition indicates an incomplete depression of the cowling/guard may have occurred. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, a risk assessment has been initiated to further investigate similar complaints reported.

Event description:
As reported, the indicator window of a 6f exoseal vascular closure device (vcd) did not turn black when retracting the device. Hemostasis was ultimately achieved through manual compression.there was no reported patient injury. The intended procedure was occlusion using a 6f plug. The device and packaging showed no visible damage prior to use. The puncture site vessel diameter was confirmed to be at least 5 mm, with no nearby stents, no stenosis greater than 50%, and no prior closure or existing hematoma, fistula, or pseudoaneurysm. There were no difficulties connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked properly with an audible click, pulsatile flow was observed, and retraction was performed until bleed back slowed significantly. The physician did not place their thumb on the plug deployment button during retraction, and no red color appeared in the indicator window. Upon removal, the indicator wire loop was visible and showed no anomalies. The device is expected to be returned for evaluation.

Manufacturer narrative:
The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the indicator window of a 6f exoseal vascular closure device (vcd) did not turn black when retracting the device. Hemostasis was ultimately achieved through manual compression. There was no reported patient injury. The intended procedure was occlusion using a 6f plug. The device and packaging showed no visible damage prior to use. The puncture site vessel diameter was confirmed to be at least 5 mm, with no nearby stents, no stenosis greater than 50%, and no prior closure or existing hematoma, fistula, or pseudoaneurysm. There were no difficulties connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked properly with an audible click, pulsatile flow was observed, and retraction was performed until bleed back slowed significantly. The physician did not place their thumb on the plug deployment button during retraction, and no red color appeared in the indicator window. Upon removal, the indicator wire loop was visible and showed no anomalies. One non-sterile exoseal vascular closure device 6f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was not locked. The plug was in manufacturing position, and the indicator wire was found fully deployed. A 6f non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis no additional anomalies were observed to be reported. A deployment simulation evaluation was performed. First the guard was successfully locked and then the indicator wire was pulled to achieve the black/black position in the indicator window, then the deployment lever was fully depressed, achieving the indicator wire retraction and plug expected deployment. Additionally, the indicator window black/white and red position was obtained as well. A high magnification evaluation was executed to evaluate the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of indicator window no change to indicator¿ was not observed through analysis of the returned device since the device achieved full window transition and successful deployment during the analysis. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. However, as the device was received with the cowling/guard not locked, it is likely that any issues experienced when attempting to use the device may be related to handling factors of the cowling/guard during use as the condition indicates an incomplete depression of the cowling/guard may have occurred. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, a risk assessment has been initiated to further investigate similar complaints reported.

Manufacturer narrative:
A product history record (phr) review of lot 18409864 revealed no anomalies or non-conformances during the manufacturing and inspection processes that could be associated with the event reported. The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 6f exoseal vascular closure device (vcd) did not turn black when retracting the device. Hemostasis was ultimately achieved through manual compression. There was no reported patient injury. The intended procedure was occlusion using a 6f plug. The device and packaging showed no visible damage prior to use. The puncture site vessel diameter was confirmed to be at least 5 mm, with no nearby stents, no stenosis greater than 50%, and no prior closure or existing hematoma, fistula, or pseudoaneurysm. There were no difficulties connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked properly with an audible click, pulsatile flow was observed, and retraction was performed until bleed back slowed significantly. The physician did not place their thumb on the plug deployment button during retraction, and no red color appeared in the indicator window. Upon removal, the indicator wire loop was visible and showed no anomalies. The device was returned for evaluation.